Event description:
It was reported that the procedure was cancelled. An angiojet console was used in a thrombectomy procedure. During the procedure, it was noted that the device showed saline error on the screen and physician suspected it could be an alignment issue with the drawer. The procedure was cancelled. There were no patient complications reported.